Event description:
The customer reported that the device did not perform synchronous cardioversion as expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device did not perform synchronous cardioversion as expected. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.